Event description:
Boston scientific received information that this transvenous defibrillation lead had dislodged due to the patient twiddling the lead. The lead had exhibited high pacing thresholds, loss of capture, oversensing and inappropriate shocks to the patient. A lead revision was therefore performed, during which the lead was noted to have been wound up in the pocket. The physician did not feel comfortable using the lead again, thus the lead was explanted, replaced and returned for analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted setscrew marks on the is-1 terminal pin and the distal hv terminal pin. No discernable set screw marks were noted on the is-1 ring. The rs- insulation was bunched in a few places. A cut was noted in the insulation through to the unused lumen 345 millimeters (mm) from the terminal pin. The lead body was deformed between 130 and 300 mm from the terminal pin. The helix was mostly retracted, and bodily fluid and possibly tissue was entwined in the helix. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Stylet insertion and helix mechanism testing did not pass, noted to most likely be due to the noted lead damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.